Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter spontaneously shut down while in use with a patient. They did not see the transmitter alarm for a low battery, and there may have been a message at the central nurses station (cns) stating "tele not connected." There was no device damage. The unit worked after new batteries were installed, but they would like to send the gz transmitter in for an exchange. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-6801ra. Serial #: (B)(6). Device manufacturer data: 01/05/2022 (jan. 5, 2022). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported the gz transmitter spontaneously shut down while in use with a patient. They did not see the transmitter alarm for a low battery. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter spontaneously shut down while in use with a patient. They did not see the transmitter alarm for a low battery, and there may have been a message at the central nurses station (cns) stating "tele not connected." There was no device damage. The unit worked after new batteries were installed, but they would like to send the gz transmitter in for an exchange. No patient harm was reported. Investigation summary: the reported issue could not be duplicated or confirmed. A definitive root cause cannot be determined. Upon evaluation from repair center, they found the unit to have no physical damage or fluid intrusion. The unit tested properly when connected to a simulator and monitored using a cns-6201. The rssi value was over 20, which indicated a normal connection. The technician stated the issue was most likely on the customer's side caused by the batteries or connections. We have also identified several potential causes of spontaneous shutdown-related issues, which are not limited to startup and shutdown failures attributed to the gz telemetry transmitters, which may be caused by physical damage, battery failure, power board failure, or other component failures. Incorrect placement or insertion of the batteries will prevent the unit from powering on. Physical damage, mishandling or impacts, such as falling from the ac cradle or during transport, may damage the power cable and prevent the device from turning on. The power board may degrade due to overheating, physical damage, or voltage sags, leading to non-conductive trace circuits. A serial number review of the reported device (gz-130pa, serial number (B)(6)) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: pu-6801ra. Serial #: (B)(6). Device manufacturer data: 01/05/2022 (jan. 5, 2022). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b device product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported the gz transmitter spontaneously shut down while in use with a patient. They did not see the transmitter alarm for a low battery. No patient harm was reported.